Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a shutter message issue was displayed in the right eye of a patient during the system startup for applying tunnel treatment for intra-stromal ring implantation, resulting in the treatment being aborted. After resetting the laser, the treatment could be successfully applied. The patient was released from docking through emergency button activation, and the bed was lowered to release the patient. The equipment was then restarted, and the treatment proceeded without errors, using a new patient interface kit. There were no consequences for the patient or the treatment.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit field service engineer replaced laser head and shutter controller. Replaced parts return was requested but not provided. The review of logfile for the reported event date confirms the reported issue. The error message shutter one opens/closes automatically. Press ok and follow instructions. Finally, turn key switch to off and call service!¿ appeared once during treatment. The error occurred during canal cut. The treatment was aborted by the laser. The user shut down and restarted the laser system again. The user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. Review of the logfiles for the treatment/event day does not show any other relevant warning or error messages. The log file shows ten successfully performed treatments on the reported event date. Three further treatments were performed on this day after the reported error message appeared. The root cause could not be identified during logfile review. Prior to reported event, the error message had appeared twice during the preparation of a treatment. The user shut down and restarted the laser system again. Review of logfiles for does not show any other relevant warning or error messages. The log file shows four successfully performed treatments. Further treatments were performed on this day after the reported error message appeared. The root cause could not be identified during logfile review. User should have called service and wait for maintenance visit, instead of performing further treatments. The first-time message appeared was during preparation of the treatment, therefore patient impact could have been avoided by user. Root cause for shutter message is most probably a shutter board malfunction. Root cause for the interrupted treatment is user error; treatment was performed ignoring system message that service was needed. The manufacturer internal reference number is: (B)(4).